Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge would not fit onto the pump. The user successfully loaded a new cartridge. There was no impact to the user's blood glucose level.